Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: appendectomy. Event description: "during a laparoscopic appendectomy procedure the surgeon used eb215 and the procedure had finished completely without any bleeding. The patient had returned to the hospital with symptoms of internal bleeding shock and a redo procedure was done by dr. [Name] and he said the sealed part of appendicular artery had been broken. The patient turned back to the hospital with the symptoms of shock after 3 days. A redo procedure had been done and this artery sealed again. They just use voyant as electrosugery device and monopolar ". Intervention: the patient has suffered from internal bleeding after surgery, a redo procedure was conducted by the physician. And he sealed part of appendicular artery had been broken. Patient status: the patient turned back with symptoms of internal bleeding shock.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: appendectomy. Event description: "during a laparoscopic appendectomy procedure the surgeon used eb215 and the procedure had finished completely without any bleeding. The patient had returned to the hospital with symptoms of internal bleeding shock and a redo procedure was done by dr. [Name] and he said the sealed part of appendicular artery had been broken. The patient turned back to the hospital with the symptoms of shock after 3 days. A redo procedure had been done and this artery sealed again. They just use voyant as electrosugery device and monopolar " intervention: the patient has suffered from internal bleeding after surgery, a redo procedure was conducted by the physician. And he sealed part of appendicular artery had been broken. Patient status: the patient turned back with symptoms of internal bleeding shock.